Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a pericardial effusion. While working on the right inferior pulmonary vein (ripv) transseptal access was lost and the faradrive sheath had fallen back into the right atrium. One petal of the catheter was in the right atrium with the sheath while the other four array petals were still in the patient's left atrium. The physician was able to maneuver the rest of the farawave catheter back into the right atrium and undeploly the catheter without resistance. The procedure was cancelled at this time and the right superior pulmonary vein (rspv) was left untreated as the physician did not want to risk obtaining left atrium access again. In the recovery room pericardial effusion was identified in the patient and drainage was performed. The patient was admitted to the hospital for observation and is expected to fully recover

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block b5 and h6 device codes. Although the device was not returned for analysis a labeling review was performed, and the investigators analyzed the facts of the event that were provided. The off label use of the device was confirmed as they stated the catheter was used for posterior wall isolations despite the instructions for use stating the catheter is only indicated for pulmonary vein isolations. Additionally, the effusion was determined to be an adverse event related to the procedure as the difficulty to withdraw the catheter was related to procedure factors during a complex transseptal workflow.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a pericardial effusion. During the procedure posterior wall ablations were performed which are considered off label as the farawave is only indicated for pulmonary vein isolations. While working on the right inferior pulmonary vein (ripv) transseptal access was lost and the faradrive sheath had fallen back into the right atrium. One petal of the catheter was in the right atrium with the sheath while the other four array petals were still in the patient's left atrium. The physician was able to maneuver the rest of the farawave catheter back into the right atrium and undeploly the catheter without resistance. The procedure was cancelled at this time and the right superior pulmonary vein (rspv) was left untreated as the physician did not want to risk obtaining left atrium access again. In the recovery room pericardial effusion was identified in the patient and drainage was performed. The patient was admitted to the hospital for observation and is expected to fully recover.